Manufacturer narrative:
Reports were the web belt for the knee block had broken. When chair arrived the web belt was not installed. Inspection of leg assembly shows the root cause of the belt breaking was do to improper adjustment of the roller bracket which allowed the web belt to rub across the lower section of the bracket when stood. If the bracket had been adjusted correctly (lowered), the belt would have full clearance and this occurrence would have been avoided. The adjustment for this bracket is documented in the service manual for this device.

Event description:
Client says that the web belt that holds the knee lock broke on this chair. The client was "jarred" by this sudden movement and says that she sprained her right knee and ankle.